Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown customer declined further assistance from tandem technical support in correcting the pump time. There was no reported impact to blood glucose.